Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that the speaker was defective. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips field service engineer (fse) was onsite and was checking the device, when it was noticed that the speaker was defective. The fse determined that the speaker needed to be replaced and ordered a replacement part. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).